Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in outside of clinical when the issue was occurred. The field service engineer (fse) examined the system onsite and confirmed that the ups was not giving backup and system was booting up. Upon functional testing, fse found that the issue with ups battery. The ups belongs to the third-party vendor (vertiv) and the ups battery was replaced by third party vendor. After replacement the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. External power failures or outages may occur that can cause the azurion or allura system to not boot up/start up or shut down. This scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the azurion or allura device. Since the malfunction of an external power source would not be considered a device malfunction of the azurion or allura system, this event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the ups (uninterruptible power supply) was not providing backup and the system shut off. No harm has been reported to philips.